Event description:
The customer reported that the system would lose data. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation but could not duplicate the problem. The system was tested and found to be working as intended and put back into svc.